Event description:
It was reported by service report that the head end jack was drifting down when the litter was raised. It is unknown if there was patient involvement; however, no adverse consequences were reported.